Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was in discrepancy, where requesting one medication resulted in multiple pockets opening instead of a single pocket as expected. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, a technical support specialist (tss) followed up with the customer multiple times to get further information for troubleshooting but didn't receive any. So tss proceeded to close the case.